Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/29/2016 with the following findings: during visual inspection of the pump, it was observed that the battery compartment had two cracks and there was moisture in the compartment. A leak test was performed and failed due to a crack in the battery compartment along the side. The battery compartment was also cracked from the case seal traveling to the bumper but no leaks were found at this location. The pump was opened and there was no moisture found. There was no moisture observed behind display lens as the initial allegation claimed.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture ingress behind the display. The alleged issue could not be resolved with troubleshooting. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.